Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during shoulder arthroplasty repair surgical procedure, it was observed that the customer's vapr coolpulse electrode did not aspirate. There was a delay of 20 minutes and a spare device was available for use to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the device was received and evaluated. Saline residue was visible in the suction tube, indicating this device was used. Active tip looks to be in good condition, no anomalies found. The distal tip of the suction tube was cut. Device was reported to have a suction issue, therefore the device for was forwarded to the supplier for further evaluation. Summary of supplier's findings: all electrical tests and functional passed however, the suction test failed, resulted in zero flow rate reading, confirming this complaint. The shaft of the device was cut in order to establish the location of the blockage. Investigation showed that the fault was at the proximal end of the device (within the handle). The handle of the advice was opened and no obvious visual blockages could be seen. A total blockage within the handle of the device roughly some 12.5cm from the distal cut end of the device shaft. Confirmation made, uv glue inside the active suction tube was the cause of the electrode blockage. Probable cause is uncured uv glue migrating down the active suction tube. Further investigation into this failure is being conducted under supplier CAPA this electrode lot number (u1804197) was manufactured prior to the creation of this supplier CAPA, which has addressed the cause of this blocked electrode. Supplier risk analysis concludes that this defect is expected per pfmea document therefore, no immediate actions are required. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: pending investigation. UDI: (B)(4).